Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported suture detachment was confirmed as a link detachment. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the calcified right common femoral artery (rcfa) was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a suture break was noted when the needle plunger was removed on both proglide devices. The sutures of two new proglide devices were successfully pre-placed in the rcfa. An additional proglide device was used for successful suture placement in the left common femoral artery (lcfa) using the pre-close technique. The sheath was upsized to an 18f and the aaa procedure was completed. Hemostasis was achieved in the rcfa and lcfa with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.